Manufacturer narrative:
(B)(4). D10: concomitant devices: nexgen option femoral component size g right catalog #: 00596401752 lot #: 61982719, nexgen stemmed precoat tibial component size 7 catalog #: 00598005701 lot #: 61925045. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address instability post-operatively. All components were revised and replaced. No additional information is available.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6 the following section was corrected: d5 the reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty components are anatomically aligned; implant fit is maintained. There is no fracture or evidence of implant loosening. Bone quality appears osteopenic. Templating markings and data overlie the images. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.